Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to suspicions of premature battery depletion (pbd). The device had recorded a battery depletion (bd) alert and had emitted audible tones. After reviewing the device data analysis from boston scientific technical services (ts), the physician decided to explant this s-ICD device. The s-ICD device was successfully replaced with a similar device. No additional patient effects were reported. The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to suspicions of premature battery depletion (pbd). The device had recorded a battery depletion (bd) alert and had emitted audible tones. After reviewing the device data analysis from boston scientific technical services (ts), the physician decided to explant this s-ICD device. The s-ICD device was successfully replaced with a similar device. No additional patient effects were reported. The device is expected to return.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert and emitted audible tones. Boston scientific technical services (ts) reviewed the device data, confirmed pbd and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.